Event description:
It was reported that during an unknown procedure, the device was activated/used for about ten minutes after which the active part of the device broke off. No excessive force was applied on the instrument or any other misuse. No adverse event on the patient.

Manufacturer narrative:
(B)(4). How many devices were involved? One device returned and only one incident.did the blade fall into the patient? How was it retrieved? The blade did not fall into the patient, but broke off while being applied on tissue and could easily be recovered with surgical forceps the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review.